Event description:
The customer reported running high for the past couple of days. The blood glucose reading at time of call was 108mg/dl. Troubleshooting was performed; the drive support cap was at an angle and one side is almost flush. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.